Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, the patient experienced a loss of connection. No additional event or patient information is available. Data was not provided for evaluation. Loss of connection was not confirmed. The root cause could not be determined. No additional event information is available.